Manufacturer narrative:
The reported events of insulation damage and noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the suture sleeve tie marks caused by friction to another implanted device or feature of the patient anatomy. The reported event of noise was due to the exposure of the outer coil at the abrasion location.

Event description:
During a follow-up in clinic, episodes of noise were noted on the right atrial (ra) and right ventricular (rv) lead. During the lead revision, insulation damage was visually confirmed on the rv and ra lead. The rv and ra lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2022-05704.